Event description:
It was reported patient underwent a total hip arthroplasty on february 25, 2010. Subsequently, patient was revised on (B)(6) 2013 allegedly due to a loose acetabular cup. The acetabular cup and modular head were removed and replaced. Additional information received from patient¿s legal counsel report patient allegations of pain, inflammation, elevated cobalt and chromium, difficulty ambulating, problems sitting, standing and moving up and down stairs, impairment and disfigurement. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2008. Operative report noted patient underwent a left hip revision on (B)(6) 2013 and noted the presence of metallosis. The modular head, taper adapter and acetabular cup were removed and replaced. No revision procedure has been reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03649 and 2014- 04823 /-07564 /-07565).